Manufacturer narrative:
Programmer powering off could not be confirmed. The programmer powered up normally, and maintained a powered state with both a/c and battery power. The programmer passed all functional testing. No other issues were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was shutting off during patient sessions, while connected to a/c power. The programmer was returned for service. No patient complications have been reported as a result of this event.